Event description:
#1- needless intravenous connector is leaking and backflowing as well as some are not flushing and unusable. To date there have been two accounts where the needless connector back flowed, once with disconnection of chemotherapy and the other with the disconnection of blood products. Some of the needless connectors are not flushing #2- nurse was flushing the heplock extension set rymed invision-plus cs ref: rym-7307hp) with saline prior to connecting it to the intravenous and the intravenous insertion. She put the saline on the heplock and noticed a piece of the heplock dangling inside of the syringe of saline. When the syringe was removed, you can see a piece of the helpock missing from the top and in the cap of the heplock. #3-the first incident involved a situation where the extension was hubbed directly into the patient's peripheral intravenous site. When the primary tubing was disconnected, the valve did not close and there was blood coming from the extension set. The second incident involved a nurse priming the site prior to attaching it. The valve did not open and she was unable to prime the set. #4-when removing an intravenous from a patient, the technologist noticed that there was a piece broken off from the end of the high pressure catheter set. Reference report: mw5146487.